Manufacturer narrative:
The tech bled the head section hydraulics and the head section lowered completely down.

Event description:
Info received indicates the head section will not lower using the nurse control or CPR.